Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received without the original battery cap, case cracked behind the pump near the battery compartment and cracked battery tube threads. Unable to verify battery cap damage due to missing battery cap. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken and water came in through battery lid. Customer reported that there was fluid in the battery compartment. Customer stated o ring was in place. Customer stated o-ring was free of debris. Customer stated battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.